Manufacturer narrative:
Due to character limit in e1(event site address) is as follow: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) required a battery replacement. There is no harm and injured.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. After further investigation, it was identified that the battery was expired. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary. Please cancel mfg report number 2249723-2025-0005052 in your database, since it was detected during preventive maintenance that battery was expired. No other malfunction identified.

Event description:
N/a.